Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the error did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and self tests; it failed the prime/seating test returning a broken force sensor. Unable to perform displacement, basic occlusion, force sensor, and occlusion tests due to the broken force sensor. Upon further review of the unit's interior, there was rust on the force sensor and corrosion inside the battery compartment. Also the force sensor cable is crooked, and it is not plugged in completely. Haven't found any cracks in the case around the battery compartment or the reservoir tube.